Event description:
It was reported a right ventricular impedance occurred for impedance greater than 3000 ohms the day following device replacement. The patient is reported to have had an upgrade to a bi-ventricular implantable cardioverter defibrillator (ICD) the day prior to the lead alert. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated lead impedance out of range alert.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbb1d1 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 6996sq implantable tachy lead, implanted: (B)(6) 2013; 4968 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.